Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The photo of the product upon which this medwatch is based has been received, however, the evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was the size of the needle that broke off into the patient? A tip of needle. Was more than half the needle retained in the patient? No.

Event description:
It was reported that a patient underwent an endoscopic rectal cancer resection procedure on (B)(6) 2017 and suture was used. During the procedure, the tip of the needle broke off and fell into the patient. The surgeon tried to search for the broken piece but failed. The operation time was prolonged. There was no reported medical or surgical intervention performed. Another like device was used to complete the procedure. The current condition was reported as stable. Additional information has been requested.

Manufacturer narrative:
There was no sample received for analysis. A photo of the sample was received for analysis. Upon visual inspection of the picture, one broken needle could be observed inside of a bag. However, no conclusion could be reached as the sample were not returned for analysis.

Manufacturer narrative:
Two unopened representative samples for product code w8400 , lot khh192 were received for evaluation. Visual inspection was performed under magnification and no defect were found. The needles were functionally tested and the results performed met requirements.